Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device had a leak tightness test failure, the moving parts were not moving smoothly and a sticky trigger . It was further determined that the device failed pretest for leakage test, check for mechanical free moving, check for sticky triggers and check for wear on the housing. It was noted in the service order that during an unspecified surgical procedure it was discovered that the device was out of service. It was reported that there was a ten minute delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.